Manufacturer narrative:
The hill-rom technician found the nurse call was not turned on. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician activated the nurse call to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the nurse call was not working. There was no patient/injury reported. This report was filed in our complaint handling system as (B)(4).